Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture at maximum outputs. In addition, r-waves were variable and impedances had decreased. At implant, impedances were 850 ohms and were now 286 ohms. An x-ray was performed and the lead position looked similar to implant. A revision procedure was then scheduled and occurred about a week and a half later. The lead was successfully repositioned and remains in service. There were no additional adverse patient effects reported.